Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on an unknown date due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s left hip operative report noted patient underwent a revision on (B)(6) 2010 due to a periprosthetic fracture. The modular head and stem were replaced and fracture fixation was performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04710 & 2015-00837).